Event description:
Boston scientific received information that during the implant of this right ventricular (rv) defibrillation lead, defibrillation threshold (dft) testing failed at 17 joules (j), 29 j and 41 j. The patient was converted externally; however, then the patient was in a pulseless electrical activity (pea) rhythm. The patient was externally shocked and returned to sinus rhythm. The device was programmed to maximum shocks and reversed polarity. It was noted that the patient was in critical condition due to pea post-dft testing and required hospitalization.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.